Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Note: during the course of troubleshooting with adc customer service, it was discovered that the customer did not install new batteries in their meter and did not have new batteries available.

Event description:
The customer reported that their freestyle lite meter would not turn on. The customer experienced shakiness and a seizure. The paramedics were called and treated the customer with glucose. It is unknown in what form the glucose was administered. However, the customer did report taking glucose tablets. Although the customer reported being transported to a health care facility, there was no report of treatment or diagnosis. At the hospital, the customer discovered that they needed to replace the batteries. There was no report of death or permanent impairment associated with this event.